Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, the reported event may have been caused by the buddy wire technique which may have obstructed the device path during the insertion step and contributed to the device jam. However, without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device would not advance into the procedural sheath to deliver the sealant. The device was being used for femoral arterial closure following a diagnostic peripheral procedure. The buddy wire technique was used due to the presence of calcium. The stopcock was opened on the sheath prior to shuttling down. Excessive force was not applied when shuttling down. Kinks were not noted in the sheath or device after removal. The jammed device was removed from the patient and the sheath was reintroduced over the buddy wire. A 2nd mynx device was opened and deployed without complications. The patient was noted to have recovered and hospitalization was not extended.